Event description:
The initial reporter complained of a software issue with a cobas b 221 system. After replacing the hard drive on the instrument, the parameters were incorrectly configured from a sample type of "blood" to the sample type of "aqueous solution." The customer reconfigured the parameters back to the correct setting ("blood" sample type), performed a controlled instrument shutdown, and rebooted the system. After rebooting the system, the settings reverted back to "aqueous solution" as the sample type instead of saving the correct setting ("blood" sample type). The customer attempted to reset the instrument 2 more times but the issue was not resolved.

Manufacturer narrative:
An evaluation of the provided instrument data showed that all measurements were performed with an aqueous sample type on (B)(6) 2023. The field service engineer replaced the solid-state drive (ssd) of the analyzer. No further issues occurred after the ssd replacement. The investigation determined the issue was resolved by the ssd replacement.